Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that prior to use, on the cs300 intra-aortic balloon pump (iabp), battery maintenance message appeared on screen. There was no patient involvement reported. The getinge service technician visited the customer and found out that the battery maintenance message was not reset at last preventive maintenance cycle. The technician reset battery maintenance message. Device passed all functional and safety tests according to factory specifications. Device was given to customer an cleared for customer use.